Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical service specialist confirmed customer had issue with etl not accurate. The device functioned as intended after the technical service specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported that when using the pyxis medstation es system, it encountered the reorder report presented inaccuracies in the count data. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.